Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was offered a sensor replacement as a resolution. B4.date of this report 28 august 2025. D4.additional device information updated. G3.date received by the manufacturer? 28 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on 26 march 2025, day 24 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not identify any malfunction of the sensor. The review of the sensor data showed two consecutive drop-out phases within 14 days of each other (23 may 2025, and 26 may 2025), triggering the sensor replacement alert per design. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance a replacement sensor was provided to the user as part of the resolution. B4.date of this report 13 feb 2026. G3.date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.